Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 700 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (abdomen), the pod¿s cannula was found bent. Symptoms reported include hyperglycemia, nausea, vomiting and thirst. The patient was treated with IV fluids. The patient was in the hospital for 3 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.